Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot# v015524, implanted: (B)(6) 2006, explanted: (B)(6) 2008, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2008, product type: extension. Product ID: 3487a-56, lot# v015524, implanted: (B)(6) 2006, explanted: (B)(6) 2008, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2008, product type: extension. (B)(4)

Event description:
The consumer reported an infection at the area of the implantable neurostimulator (ins). There was redness and it was real sore. The infection was confirmed via an infectious disease specialist. It was (B)(6). The (B)(6) infection was diagnosed (B)(6) 2008. The device was removed on (B)(6) 2008. Both IV and oral antibiotics were taken to resolve the issue. The patient stated he had a PICC line. The patient did not know the health care provider (hcp) information. There were no device issues alleged. Medical history includes chronic low back pain and non-malignant pain.